Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, diopter -5.50 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to low vault.

Manufacturer narrative:
Device evaluation - product evaluation found the lens returned dry in a lens case/vial. Visual inspection found no visible damage to lens. Measurement of the hydration found moisture content on a high level; but not exceeding limits. The overall lens diameter was then found out of tolerance. The lens sn: (B)(4) was a 13.7mm implantable lens that is 0.29mm larger than the theoretical; the tolerance is +/-0.20mm. Since the work order search did not find additional similar errors to this complaint event, it can be concluded that the oos condition is not likely due to manufacturing or packaging. (B)(4).